Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned

Event description:
It was reported that the pump touch screen was unreadable. Customer declined follow up from tandem technical support. There was no adverse impact to the customer's blood glucose level. No additional information was provided.